Manufacturer narrative:
The information in the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they observed air bubbles in the reservoir and tubing. The customer stated that the size of the air bubbles was approximate same as grain of rice. The customer's blood glucose value was about 200 mg/dl. The insulin pump will not be returned for the analysis.